Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that in unspecified timing the parts of the light guide connector of the videoscope fell off into the subject device and remained in the subject device. Olympus service operation repair center (sorc) checked the subject device and found that the parts of the light guide connector of the videoscope remained in the output socket of the subject device. Sorc took out the parts from the subject device. There was no patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There is no service record for the device. More than three years have passed since the subject device was manufactured. There is no service record for the device. The exact cause of the reported phenomenon could not be conclusively determined. However, there is a possibility that the reported phenomenon was attributed to long-term repeated use or excessive physical stress on the socket by a user.